Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited greater than 2500 ohms impedance. Via x-ray, the lead did not appear dislodged or damaged. After all the sensing and capture tests were performed, lead impedance decreased to 960 ohms. At second interrogation, the impedance was again normal at 932 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.